Event description:
Additional information has been requested and received stated that there was no patient contact with the device.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implantation surgery, when the plunger was depressed, it advanced past the lens rather than engaging it, resulting in failure to properly advance and deploy the lens. Additional information has been requested but is not available at the time of this report.